Manufacturer narrative:
The investigation determined that lower than expected vitros phyt quality control results were obtained while using the vitros 350 chemistry system. Insufficient information was available to reach a definitive conclusion regarding performance of the vitros 350 chemistry system at the time of the event. However, the investigation found no evidence of a protocol issue related to quality control fluid processing, and a reagent issue is not suspected based on the observation that a second vitros assay was similarly affected. An ocd field engineer replaced the immunowash fluid metering pump and performed relevant subsystem adjustments. Following completion of this service activity, the customer stated that acceptable vitros phyt performance was observed. The investigation concludes that the root cause of the event is most likely instrument related.

Event description:
The customer observed lower than expected vitros phyt quality control results while using a vitros 350 chemistry system. Vitros phyt results of 6.29, 6.98, 6.05, 5.35, 7.00, 5.65, 5.18, 6.13, 6.19, 6.08, 6.37, 6.19, 6.35, 6.22, 6.76, 7.00, 6.06, 7.19, 6.6, 5.95, 6.25, 6.26, 7.16, 7.11, 6.43, 6.33, 5.26, 5.19, 6.09, 6.03, and 6.05 ¿g/ml were obtained from the biorad level 1 control fluid versus the expected value of 17.9 ¿g/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).